Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the device was connected to generator at stripping off perirectal tissue. Sealing was completed ,then the surgeon tried to pull the knife trigger, but it was stiff and could not open the jaws. He re-tried to pull the trigger again, then could open the jaws. The device worked fine but the surgeon requested the evaluation. There was no patient injury.